Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock pacing impedances measuring 133 ohms on the right ventricular (rv) lead channel, which caused a lead safety switch (lss). No adverse patient effects were reported. This system remains in service.